Event description:
Procedure type: vats. According to the reporter: the device locked on the tissue. The surgeon was able to cut the device off of the tissue and the area was sewn to continue the case. There was no bleeding reported in excess of 250 cc. Thee case was not extended by more than 30 minutes.

Manufacturer narrative:
(B)(4).